Event description:
It was reported that during a thoracic procedure after the device was fired there was an incomplete staple line. The case was completed with suturing of the unstapled lung with no consequence to the patient.

Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.